Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected vitros tropi es results were obtained from three patient samples on a vitros 3600 immunodiagnostic system. Root cause for the events could not be determined; however, the possibility that inappropriate pre-analytical sample processing or an unexpected vitros 3600 system issue had contributed to the results could not be ruled out. There was no evidence found to suggest the troponin I es reagent had malfunctioned.

Event description:
The customer obtained non-reproducible, higher than expected vitros tropi es results from three patient samples on a vitros 3600 immunodiagnostic system. Vitros tropi es patient 1: 0.682 ng/ml vs. Expected <0.012 ng/ml. Vitros tropi es patient 2: 0.227 ng/ml vs. Expected <0.012 ng/ml. Vitros tropi es patient 3: 0.754 ng/ml vs. Expected <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were not reported outside of the laboratory and there were no allegations of patient harm made as a result of the events. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).